Event description:
The catheter broke at the suture site. Removed without complications.

Manufacturer narrative:
Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The catheter separated 9.6cm from the distal end of the catheter. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down proximal to the break site. Immediately distal to the break site the catheter is slightly indented around the tubing. This probably where the suture was tied around the catheter. These signd indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user related since the catheter was pulled apart.